Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had data missing from their carelink. The customer also reported a high blood glucose of 421 mg/dl. Customer also reported a bent cannula. The customer declined to troubleshoot for their high blood glucose and bent cannula. No additional information provided.